Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose was 42 mg/dl. The patient treated with a glass of milk. Troubleshooting was declined for the low blood glucose; the patient mentioned that she was trying to eat less in order to lose the ten pounds she gained. No products were returned or replaced.